Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking insulin where the tubing had detached from the headset on three different occasions. The patient experienced elevated blood glucose levels during the times of the insulin leaking. No adverse event was reported. The infusion sets were requested to be returned for product evaluation.